Event description:
It was reported that contamination occurred. Upon opening a 2.50mm x 12mm emerge balloon catheter, the balloon pocket was found to be damaged, and the product was contaminated. The device was not used, and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter, its outer box packaging, inner tyvek packaging with shipping hoop and balloon protector. The outer box, closure strip, and product pouch were visually examined. Inspection of the outer box revealed that the top edge of the box was damaged indicative to handling while opening product. The top closure strip was secure which includes product label placement which was not compromised, unsealed, or broken. The bottom closure strip was unsealed. Inner tyvek packaging was removed for visual examination. The tyvek seal was visually inspected. The bottom tyvek (white) seal was pulled and curled up on the back flap of the packaging far enough that the device was elementally exposed. However, all seals on the package were complete and sealed at one point without error. With no further damage or irregularity to the packaging present, the shipping hoop was removed and examined. With no damage present, the device was removed from the hoop for analysis. The device was visually and microscopically examined. The balloon protector, with no damage, was present and was removed without issue. There were no fluids within the device, and no visible damage. The balloon was tightly folded indicating that the device was not inflated. Photo media reviewed depicted outer box packaging to the reported device, however, no damage was detected.

Event description:
It was reported that contamination occurred. Upon opening a 2.50mm x 12mm emerge balloon catheter, the balloon pocket was found to be damaged, and the product was contaminated. The device was not used, and the procedure was completed with another of the same device.